Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event. Problem: pt was having an x-ray procedure. The system locked up. It took ten minutes to reboot the system. Meanwhile, pt was successfully treated on another system.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.